Manufacturer narrative:
Result: pcb (printed circuit board).

Event description:
It was reported by service report that the main pcb board was bad and the litter adjustments, the bed hi/lo, and the scale/bed exit were affected. No pt involvement or adverse consequences were reported.